Event description:
See initial report.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is a defective eprom. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: the affected device was returned to the manufacturer site for repair. The error found during on site visit could be reproduced and traced back to a defective eprom which was replaced. Moreover, during the pre-calibration phase, two errors related to a deviation on the co2 channel were displayed on the gas blender base unit. The co2 mass flow controller and its flow sensor were replaced in order to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported error message. However, during functional testing an error code associated to the eprom was identified on the gas blender. A preliminary analysis of the technician on site reveals that the failure is likely temperature related since it only occurs after device being powered on for some time. A replacement device has been provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system triggered an alarm "module defective" on the s5 system panel at the end of a procedure. There was no report of patient injury.